Manufacturer narrative:
The proglide device #2, part #12673-03, lot# 65186-6h, is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: device #1 suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, a suture break was experienced. A second device was used and a cuff miss was experienced. Hemostasis was achieved using a third proglide device. There were no reported averse pt effects. Though requested, no additional info was available.